Event description:
The complainant stated that the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the CPR/trend valve was stuck and not opening. He replaced the CPR/trend valve to repair the bed.